Event description:
I used the johnson & johnson eye drops, blink-n-clean (0.5 fl oz, exp: 2022-04-03, lot: zh04968) today, tuesday, (B)(6) 2020 at 09:30am. I used these eye drops as directed: I carefully placed 1 drop in each eye and immediately blinked afterwards. Almost immediately, I felt a slight irritation that got progressively worst over the next 15-20 minutes. I didn't think much of it since eye drops can sometimes cause irritation if the eyes are particularly dry. I've had this happen very, very rarely with other otc eye drops I've used over the last 23 years, so I didn't think much of it at first. About 25 minutes later, I noticed that when I blink, something was stuck to my eyelashes. I rushed to the bathroom where I washed my hands and carefully removed what appears to be creamy gunk that was off white from mostly the corners of my eyes along with bits of it on my top and bottom eye lashes. In doing so, I also noticed that my eyes were suddenly intensely red and irritated looking. (I have photos of this). I quickly removed my contact lenses (I've been wearing the same brand and make for years with no problems and I always strictly adhere to proper contact lens usage and care). These are weekly disposable soft contact lenses and I had just started my new weekly pair the day before on monday. Even though my weekly contacts were used for only 1 day, I disposed of them as I didn't want to have to deal with any residual blink-n-clean eye drops on my contact lenses and risk having to go through this again. I then immediately took some sterile eye rinse and flushed my eyes out and then decided to relax a little bit and take a nap. When I went to go check on my eyes 4 hours later, they were slightly less red and irritated looking. I checked again 8 hours later where they were still noticeably red and irritated looking. Moreover, I noticed the same creamy white gunk at the corners of my eyes (albeit it was much less than before), just like the first time I checked on my eyes; 1 eye drop was place in each eye. The bottle was brand new and sealed before I used it.